Event description:
It was reported that during device change out, high shock impedance was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.